Event description:
It was reported that this right ventricular (rv) lead exhibited high threshold. Additional information indicated that sensing was reprogrammed, and boston scientific technical services (ts) reviewed noise but found loss of capture (loc) and ventricular tachycardia (vt) with self-termination. Health care professional (hcp) stated that there is no noise wit isometrics. Ts discussed to consider positional threshold testing. This lead was surgically abandoned, and a new lead was implanted. No additional adverse patient effects were reported.